Event description:
It was reported that the patient experienced ineffective therapy. As such, surgical intervention took place on (B)(6) 2022 wherein the ipg was explanted and replaced addressing the issue. Reportedly, effective therapy was confirmed post op.

Manufacturer narrative:
Date of event is estimated. During processing of this incident, attempts were made to obtain complete patient information. Further information was requested but not received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.